Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt states had ins activated today and when goes to charge the ins will not go above 50% and says finished. Pt states she spoke to rep (B)(4) today and they reset however will not go over 50%. Pss did a prm 3 times as well as tried to charge and also did a reset and also plugged to wall without battery pack. The issue was not resolved through troubleshooting. Pt continued to see finished at 60% and at times just recharging and not good or excellent. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed to monitor and call back if gets worse. Redirected caller: other (document in note).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial#: (B)(6). Product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt confirmed that they were told the incomplete charging issues was because of the controller battery. They were told they would receive a new battery but not till the end of august (out of stock). No resolution. Additional information was received from the pt. Pt called back wanting to know when their replacement controller (ptm) battery would arrive because the ptm would only charge to 50%. Pt noted they called mid-july and was told a new ptm battery would be sent but they never got one. Patient services (ps) reviewed with pt about their previous reason for call and wanted to clarify that the issue was with the ptm not charging past 50% and not the implanted neurostimulator (ins) battery, that was originally reported. Pt met with their manufacturer representative who said it was a ptm battery issue. During call pt verified there was no damage to the ptm charging port and noted that when they plug the recharger (rtm) and ac power supply into the ptm it is difficult and not easy / had the hardest time. A replacement ptm was requested.